Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed, that the operation channel buckled. Based on the result, we concluded that it was caused, due to a physical damage applied. In addition, we confirmed, the angle wire stretched. However, other failures are not related to the alleged complaint.

Event description:
The bending rubber is perforated and leaky. Service found the loosened a/w socket. This event occurred at the time of before use. There was no report of patient harm.

Manufacturer narrative:
This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.